Event description:
Customer reported that the unit has an error code message of da pcba adc reference failed and the original cable is rigid and loses contact. The customer reported there was no patient involvement.